Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2001 - pt underwent repair of a recurrent incarcerated incisional hernia with a kugel patch. On (B)(6) 2002 - pt underwent excision of the kugel patch and repair of a recurrent ventral hernia with incision, drainage and excision of abscess cavity. On (B)(6) 2004 - pt underwent laparoscopic ventral hernia repair with a composix kugel mesh and enterolysis. On (B)(6) 2005 - office visit, pt presented with abdominal pain, ultrasound negative for recurrence but md decided to proceed with an exploratory laparotomy. On (B)(6) 2005 - pt underwent enterolysis and repair of recurrent ventral hernia. On (B)(6) 2007 - pt underwent a laparoscopic cholecystectomy with intraoperative cholangiogram and laparoscopic ventral hernia repair with a composix kugel mesh. On (B)(6) 2008 - office visit, pt presented with abdominal pain, feels hernia has recurred. On (B)(6) 2008 - pt underwent excision of both composix kugel meshes and repaired recurrent ventral hernia with a composix kugel mesh. On (B)(6) 2008 - pt complaint of drainage, given antibiotics.

Manufacturer narrative:
According to medical records the pt is morbidly obese with a past medical history significant for previous hernia repairs and several abdominal surgeries including four cesarean sections. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear how the pt's previous surgical history may have contributed to the alleged event. The pt reportedly developed adhesions and a recurrence which are listed as a possible adverse reactions in the product's instructions for use. Based on the info provided, no conclusions can be drawn. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. See MDR 1213643-2009-00511 for info related to the kugel patch implanted on (B)(6) 2001. See MDR 1213643-2011-00535 for info related to the composix kugel mesh implanted on (B)(6) 2007. See MDR 1213643-2011-00536 for info related to the composix kugel mesh implanted on (B)(6) 2008.